Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-10532. It was reported that the patient presented in the hospital for unrelated reasons. Device interrogation revealed that the there was no capture of the right ventricle. It was uncertain if the pacemaker or lead were the cause of the issue. The device and lead were explanted and replaced. Patient was discharged post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.